Event description:
Rn informed respiratory tech that pt had an audible cuff leak on pt et tube. Respiratory tech inspected pt et tube and confirmed that a cuff leak was present. Respiratory tech fixed pt cuff leak. Respiratory tech left room. Rn returned to respiratory tech within 5-10 mins stating that the cuff was leaking again. Respiratory tech used manometer to measure cuff pressure and the manometer read below the green zone. Respiratory tech then re-inflated cuff with manometer and disconnected the manometer. Respiratory tech then retested cuff pressure with manometer and the et tube cuff pressure had fallen significantly and was no longer holding a proper cuff pressure. Respiratory tech informed medical doctor who called anesthesia and assisted in et tube exchange on the pt.